Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the springs has come off the spacer block meaning the attune shims can not attach securely anymore to one end.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned for evaluation, however review of the provided photo identified a deformed spring component without the space block, therefore confirming the reported event. Th spacer block, however was not identified from the photo. No definitive conclusion could be drawn without being able to identify the spacer block. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.